Event description:
The generator was explanted due to end of service and returned to MFR for analysis. The analysis findings revealed that the eri flag was set to yes. Additionally during the analysis, the r35 resistor was found to be out of spec. The generator's current output was continuously monitored for 27.0 hours with no variations in output being noted. No performance discrepancies were observed. The caged module was found to exhibit an out-of-limit (higher) pacing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor that determines the gain of operational amplifier a4) could have been more optimally chosen. Testing in the analysis lab established that a resistor value of 2.55kohm would have more suitably centered the pulsing currents within their limits. Using the 2.55kohm value, the unit met all specs in two post burn-in retests. The minimal out-of-limit current could potentially be a contributing factor to the end of service, although the battery longevity prediction suggests the device was expected to be near end of service.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.